Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m160520 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot:m160520, test base part number 190-430 / lot m160520. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m160520 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause, however a possible assignable root cause is patient sample interference.

Manufacturer narrative:
Please reference manufacturer report numbers 1221359-2021-02760. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 for multiple patients. This MFR. Report addresses patient 2 of 2. The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2021 on a direct tested nasopharyngeal swab. Repeat testing was performed. Pcr confirmation testing on a nasopharyngeal swab on (B)(6) 2021 and (B)(6) 2021 generated negative results (CT values not provided) . The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.